Event description:
It was reported that an asymptomatic patient had few ventricular episodes that were aborted due to lead noise. Impedance, capture and sensing were normal. Patient was admitted to the hospital and had coronary bypass surgery along with the implantation of left ventricular assist device. No intervention pertaining to the lead was reported. Further information about the patient condition was not available.